Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt experienced a loss of therapeutic effect and acute pain in the perineum area. She was also unable to adjust her stimulation on program #3, because the upper limit had been reached. Follow-up info received from the physician attributed the pain to the lead. A lead revision/replacement was performed on (B)(6) 2010 with the result that the pt continued to have pain. Pt's outcome was reported as no injury.